Event description:
It was reported to boston scientific corporation in 2008, that a jagwire device was used during a procedure (patient age, gender and weight unknown) one day prior. According to the complainant, resistance was encountered during insertion of the device and the guidewire became stuck in the retrieval balloon catheter. Both devices were removed from the patient's body and the procedure was completed with another jagwire. No patient complications were reported as a result of this event. Reference mfg report # 3005099803-2008-01257

Manufacturer narrative:
No consequences or impact to patient - fitting problems a visual examination of the returned device revealed the teflon sleeve (ptfe sheath) exhibited evidence of being torn and sheared from the wire, exposing the core wire. No other anomalies were observed. Complaint confirmed. Cause is most likely due to operational context. A review of the device history record for the pertinent lot was performed; no anomalies were noted. A search of the complaint database did not identify any other complaints reported for the same lot.